Event description:
To summarize this event, during deployment of the amplatzer vascular plug ii ("avp2"), the first lobe deployed in its original shape in the vessel, rather than the anticipated compressed shape it should have been inside a smaller diameter vessel. At the same time, the patient demonstrated tachycardia, however, it was difficult to determine if it was due to the amount of blood loss experienced through the sheath, or if the vessel was perforated and the avp2 was deployed outside of the vessel. At the completion of the procedure, it was still unsure if the plug was deployed outside the vessel. The patient received no further intervention at that point and the fully embolized 22mm avp2 was left in place. The physician stated that the patient will be followed with future imaging.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant angiograms or medical records were not provided to aga medical for review. Angiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
It was reported that the product leaked.

Manufacturer narrative:
Review of the angiograms by aga's medical consultant resulted in the following findings: this patient had a stent graft placement for an abdominal aortic aneurysm. In order to occlude the internal iliac artery, an avp2 was used. The diameter of the artery measured about 9mm, the length was 20mm and there was significant tapering of the artery. The angiogram and still picture showed the avp2 significantly deformed distally to accommodate the narrow diameter of the artery and also deformed proximally as the diameter of the artery was larger toward the ostium. The angiogram post-deployment showed complete occlusion of the artery and no extravasation of contrast. According to aga's medical consultant, the avp2 was over-sized for the diameter of the artery. The deformity of the avp2 indicated it was deployed in the artery and there was no evidence of an extra-vascular deployment. The desired effect was achieved as there was complete occlusion of the artery.